Manufacturer narrative:
Product was not returned to manufacturer. Product was not returned for evaluation. No conclusion can be drawn.

Event description:
Debbie reports the following: bought a few months ago. Has noticed that over time, on the base of her hand/thumb, the skin was itching. Then over the months, it got worse and she was scratching it and the skin started peeling. Eventually she was "loosing layers of skin." Reaction was on both hands, both reacting in the same way, same places. Braces were worn on both hands every night. The braces are very helpful. When worn at night, her hands don't hurt during the days so she wants to continue to wear them. She went to her dermatologist who gave her a steroid cream which helped but not healed the area. Another dermatologist advised that she wear cotton gloves under the braces. This helps but still having some itching but the irritation is less. She is not sure if the reaction is related to the braces or not. She reports that she has many other "skin issues" and had had irritation from shirts worn to bed and other fibers, both natural and synthetic.